Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified mid left anterior descending coronary artery. Pre-dilatation took place with a semi compliant balloon. A 2.75 x 18 mm xience xpedition stent implant was successfully deployed at the lesion. Post-dilatation was performed with a 3.0 x 8.0 mm nc traveler balloon 2-3 times up to 16 atmospheres, however a leak was noted in the balloon. A 3.0 x 8 mm non-abbott balloon was used to successfully complete the procedure. Thereafter, a timi 3 flow was achieved. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.